Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 411 mg/dl at the time of the incident. Customer was treated with injection. Customer also reported that the retainer ring had crack. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was not able to lock in place when inserted into insulin pump. The device will not be returned for analysis.